Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmosphere, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmosphere, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient status was good. It was further reported that the balloon could inflate for 30 seconds after it reached to recommended pressure rate, then it suddenly started decreasing.

Manufacturer narrative:
B5 - updated describe event or problem.